Event description:
Same case as MDR #6000093-2006-02606. It was reported by a patient that post a coronary drug eluting stenting treatment procedure, fever and itching were experienced. The caller states that he "experienced fever a few months after the second te2 stent was placed in 2005. This resolved after 7 days of antibiotic treatment." Last year he "experienced itching on the arm diagnosed by his physician as 'nerve endings' that was treated successfully with a topical cortisone product. About 3 weeks to 1 month ago, he experienced inflammation and redness, associated with itching, around the chest area, close to the area of the stent placement." The patient refused to supply the physician phone number and requested that we do not contact him.

Manufacturer narrative:
H6: the delivery device was disposed and the stent remained in the patient, therefore, no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.